Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Reportedly, the patient received medical treatment due to infection and hematoma. There were no additional adverse patient effects reported. The ra lead was explanted.